Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4) - 1650de (B)(4) - 1650de (B)(4) - 1650de (B)(4) - a00036 (B)(4) - a00036 (B)(4) - a00036 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02652, 3007042319-2015-02653 and 3007042319-2015-02654) submitted for devices related to the same event. Device not received.

Event description:
It was reported from (B)(6) that the "patient was is in the hospital for teeth extraction." It was stated that the "patient observed power switching during the weekend and that the perfusionist had already exchanged three batteries and the power switching continued." After site discussed with manufacturer representative, it was recommended "exchange of all batteries and the controller." An elective controller exchange was performed and the batteries were replaced from hospital stock." It was further stated that there were "no impact or consequence for patient reported." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Batteries bat047390, bat048042, and bat048049 were removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014 and fsca apr2014.1 (FDA ref # (B)(4)) and are therefore not available for analysis. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Bat047390 - battery / catalog number 1650de / expiration date 04/30/2016. (B)(4). Bat048042 - battery / catalog number 1650de / expiration date 04/30/2016, (B)(4). Bat048049 - battery / catalog number 1650de / expiration date 04/30/2016, (B)(4). This is three of three reports (3007042319-2015-02652, 3007042319-2015-02653 and 3007042319-2015-02654) submitted for devices related to the same event.